Event description:
Dexcom g7 sensor has an applicator that requires the user to add pressure to said applicator, this allows the trigger button to be actuated and the sensor to be applied to the arm. The issue is that the pressure required often makes it so that the sensor filament does not deploy beneath the skin and the sensor never initializes and fails to measure any blood glucose. This has now happened to me twice in the span of 3 uses. I have been using one sensor, everyday for over a year. Something has happened to the quality of the device as a whole. Readings are off as well requiring frequent calibrations.